Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that 3 to 4 months postoperatively to a double rank repair procedure for the rupture of the cap performed on unknown date in (B)(6) 2021 using versalok anchor with threader tab device, the patient had recurrence of pain. According to the report, an arthro CT determined that the was tearing of the anchor versalok found in sub-acromial. It was reported that a surgical recovery was performed on (B)(6) 2022 by simple rank technique.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. Upon visual inspections revealed marks as scratches and implant deformation. It could be observed the sutures broken when it was removed. Also, it could be observed biological residues inside of the implant. A manufacturing record evaluation was performed for the finished device lot number: 8l17166, and no nonconformances were identified. Based on the visual inspection result and the evaluation of the issue reported, condition on anchor received is confirmed. A possible root cause for the issue reported could be related to an incomplete insertion or a poor bone quality that can lead in anchor pullout. Additionally, it could be related to a not limiting the patient to restrict activities or follow directions during the healing period. However, it cannot be conclusively affirmed. As per IFU-109236, depuy mitek anchors are designed to lock into cortical or cancellous bone. Bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or overtensioning or poor bone quality may result in anchor pullout. Contraindications regarding to limit the patient¿s ability to restrict activities, follow directions during the healing period and physical conditions that would eliminate or tend to eliminate adequate implant support or retard healing, i.e., blood supply limitation, previous infection, etc. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 300 devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.